Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited noise on the right atrial lead resulting in auto mode switch episodes. The patient noted that they were likely at the gym at the time of the event. No device intervention was performed. Patient was stable and will continue to be monitored.